Event description:
The angiosculpt catheter was used in a peripheral procedure on a moderately calcified distal iliac vein. During use, the angiosculpt was inflated to 10 atm with no issues. However, during removal, the device could not pass through the introducer sheath and had to be removed as a system (angiosculpt, introducer sheath, guidewire). Upon removal, it was observed that the scoring element had detached from the balloon but remained intact to the catheter. The procedure was completed with a planned stent. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Blocks a2/a3b/a4: the patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Blocks b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned with a non-philips guidewire, introducer sheath, and a stopcock that was attached to the guidewire port. Visual inspection found the scoring element was detached from the intermediate bond, exposing sharp edges, but remained intact to the catheter. Additionally, damage was observed on the distal tip, transition tubing, and intermediate bond. The transition tube was stretched and measured approx. 137 mm, which is 43 mm over the specification of 86-94 mm. During functional testing, an attempt was made to remove the introducer sheath and guidewire from the catheter but was unsuccessful. Block h6: a probable root cause of the scoring element damage may be due to lesion morphology (moderately calcified lesion), preventing the device from passing through the introducer sheath. Based on the device analysis, additional force was likely applied to assist with removal, resulting in the overall damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.